Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was stuck on blue screen. The customer stated that when the user tried to dispense the medications to the patient, the malfunction caused a delay in dispensing the medications to the patient, user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on a blue screen. The field service engineer checked the station and confirmed it was back up and running properly, along with a few others that had been stuck on a blue screen. Updates were installed, and the station was operating correctly. The system functioned as intended after the field service engineer repaired the device.